Event description:
The following information was reported: deployed a mynx ace 6f/7f vascular closure device. The majority of the sealant was visible outside of the patient upon the device removal. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: diagnostic coronary vessel size: greater than 7 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
If the balloon is not completely retracted into the tamp tube, the sealant can be dislodged from the tissue tract when the device is removed from the patient. However, the device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1432502) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).